Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the clip closed and appeared to deploy but did not detach from the sheath. Attempts to open and close it using the handle caused the spring to become dislodged. The physician was eventually able to manipulate the sheath and successfully detach it from the clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.